Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a volume discrepancy. The actual residual volume was 25 ml and the expected volume was 4.6 ml. The event logs were normal and programming was confirmed to be correct. A dye study was scheduled to be performed. The pt experienced a change in therapeutic effect and increased pain. The drug used in the pump at the time of the event was morphine. Add'l info has been requested, a follow-up report will be submitted if additional info becomes available.